Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Alarm 30: the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, usb port pin(s) issue was identified. The information will be used for tracking and trending purposes.